Manufacturer narrative:
Method: device experience narrative stated that operator adjusted the fiber lock to the wrong mark for the sheath used. Based on the narrative, device appeared to operate correctly.

Event description:
During an endovenous laser procedure, the operator had trouble seeing the fiber on ultrasound and set the fiber lock to the mark for a sheath that was shorter then the one he was using. When the laser was fired, a section of sheath was burned through leaving about a 10cm segment inside the pt. To date, no further info has been provided as to the condition of the pt or if the sheath segment was removed.